Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Relevant medical information: (B)(6) 2007: (B)(6). [Signature illegible]. Anesthesia record. Asa 3. (B)(6) 2007: (B)(6). (B)(6), rn. Nurse notes. Exam: bowel sounds absent. Abdomen tender. No abnormal distention. Incision site with 5 puncture incisions covered with dermabond, clean, dry, intact. (B)(6) 2007: (B)(6). (B)(6) rn; (B)(6) rn. Nurse notes. Exam: bowel sounds present. Abdomen tender. No abnormal distention. Incision location with 5 puncture incisions covered with dermabond, clean, dry, intact. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: laparoscopic left inguinal hernia, incisional hernia repair with mesh and adhesiolysis. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/05104635]. Implant date: (B)(6) 2007 (hospitalization (B)(6) 2007). (B)(6) 2007: (B)(6) hospital . (B)(6), md. Preoperative diagnosis: left inguinal hernia, incisional hernia. Postoperative diagnosis: left inguinal hernia, incisional hernia and adhesions. [Operative report not provided]. (B)(6) 2007: community hospitals (B)(6). Implant sticker. ¿gore dualmesh® plus biomaterial.¿ ref catalogue number: 1dlmcp04. Lot batch code: 05104635. Wl gore & associates. Relevant medical information: no information. Explant preoperative complaints: (B)(6) 2009: community hospitals (B)(6). (B)(6), md. History: ¿the patient is a 50-year-old who has had multiple abdominal surgeries including multiple abdominal wall hernia repairs. She has developed persistent pyuria. Cystoscopy showed a pyogenic looking focus in the bladder. Dr. (B)(6) thought this was due to mesh erosion. CT shows a wadded up piece of laparoscopically placed mesh directly adjacent to the bladder. The patient will now have this mesh removed and the bladder repaired.¿ physical exam: abdomen: soft with some mild lower abdominal tenderness. Multiple healed scars were present. (B)(6) 2009: community hospitals(B)(6). (B)(6). Md. Indications: ¿this is a 50-year-old white female who was referred to me for evaluation of pyuria. Cystoscopy showed an area of inflammation at the dome of the bladder. A CT scan showed kidneys fairly normal, induration of the abdominal wall soft tissue was noted along with the mass. We did a cystogram and this showed that there was prominent induration, soft-wall thickening along the anterior pelvic wall surgical mesh that aborts and distorts the bladder. And. Again cystoscopy showed an abnormal area of inflammation at the dome of the bladder. I went ahead and did biopsies of this just to confirm it was not malignant and these biopsies did not show cancer. At this point, it was my strong feeling that the mesh had been eroding into the bladder and that was causing the pyuria. We had her see dr. (B)(6) of general surgery and it was our feeling at this point that clearly the only real option at this point would be exploratory laparotomy, removal of mesh, and closure of the bladder. From my standpoint, I extensively explained the nature of the procedure and risks involved including possibility of bleeding, infection, possibility of damage to the bladder, urethra, ureters, possibility that she may have a fistula afterwards. Going in, we were anticipating it was going to be very inflamed and scared in this area so closure may be difficult and she understands she may have a prolonged catheter postoperatively.¿ explant procedure: exploratory laparotomy, removal of infected looking mesh, enterolysis. Closure of bladder. Explant date: (B)(6) 2009 (hospitalization (B)(6) 2009). (B)(6) 2009: community hospitals (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: persistent pyuria secondary to mesh erosion into the bladder. Postoperative diagnosis: persistent pyuria secondary to mesh erosion into the bladder plus adhesions plus infected looking mesh. Procedure: ¿the patient was given a general anesthetic, the abdomen was sterilely prepped and draped. A lower midline incision was made and extended just superior to the umbilicus. We wanted to enter the abdomen in a relatively adhesion free area. We were able to get into the peritoneal cavity without difficulty. There were some omental and small bowel adhesions to the anterior abdominal wall. These were relatively easily mobilized using mostly blunt dissection. We extended the incision inferiorly. We went through normal looking mesh that was well incorporated. Eventually however we encountered a piece of gore-tex. There was purulent drainage from this mesh. We obtained cultures. We extended the incision. The gore-tex was the laparoscopically placed mesh as there were tacks within and around the mesh. Again, this has never incorporated and I was able to grab it with a kocher and relatively easily pull it outs of its abdominal wall bed. There was quite a bit of non- healing granulation and soupy material in this area and this was cleaned up to the best of our ability. We removed all of the gore-tex. Superior to the gore-tex again there was some polypropylene looking mesh that appeared to be completely incorporated and epithelialized. This did not look diseased in the least. At this point. We took down some additional small bowel adhesions to give good exposure to the bladder. Dr. (B)(6) then repaired the bladder. After the bladder was repaired, we ran the small bowel and found no evidence of any serosal or deeper injuries. We did have to take down several inner loop adhesions to adequately inspect the bowel. We then irrigated the peritoneal cavity. The fascia was then closed with interrupted o vicryl suture. I basically reapproximated fascia and the polypropylene portion of the mesh. Again. All of the gore- tex was gone and I removed all of the visible tacks . Prior to closure. We did place a 7 french- blake drain in the pelvis superior though to the bladder repair suture line. This was brought out on the right. The subcutaneous tissues were irrigated with a dilute betadine solution after which the deep dermis was closed with 3-0 vicryl and skin with 4- 0 vicryl subcuticular suture. Steri-strips and sterile dressings were applied. The patient toll rated the procedure well and was taken to the recovery room in stable condition. All surgical counts were correct.¿ (B)(6) 2009: community hospitals(B)(6). (B)(6). Md. Operative report. Preoperative and postoperative diagnosis: erosion of abdominal wall mesh into bladder. Procedure: ¿again. Dr. (B)(6) will dictate his portion of the case. He performed a lower midline incision and did the adhesiolysis giving us excellent exposure to the bladder area, and he found the mesh that actually when he opened this up, there was purulence noted, cultures were obtained, and as he followed this down, it was immediately going into the bladder. He removed this in its entirety. I should state we had a foley catheter in the bladder. Once this was done, I was able to place allis clamps on the edges of the mucosa. I was able to open this and examine the interior of the bladder. I could see the foley catheter. I carefully irrigated the bladder and also did a digital and visual inspection to make sure there was no retained fragments of the mesh and everything looked good at this point. But it should be noted that the mucosa was extremely inflammatory and there was a large amount of scarring around there, so it was not very healthy tissue. We trimmed it back as best we could to the healthiest tissue we could possibly find but it was still difficult. So at this point we had the allis clamps on the limits of this and performed a closure with a 3-0 chromic and a 2-0 chromic running suture around the mucosal layer and then did a running 2-0 vicryl closure of the seromuscular layer. Once this was done, visually it looked to be an excellent closure. We had a catheter in place and I asked the nurses to go ahead and irrigate this and they placed in 360 ml and got back almost all of this. It was a little blood-tinged and on visual inspection as it inflated to over 360, there was no evidence of leak. So at this point I felt fairly confident that we had a good closure. At the end of the procedure, a drain was placed in the right pelvis, a blake drain. The pelvis and abdomen was irrigated copiously and then dr. Mcaree performed the closure, and there were no complications. The plan from my standpoint, giving the exceedingly poor tissue quality that we had to work with, I am going to leave the catheter in for a while and probably not do a cystogram for at least 10 days, certainly to be vigilant for any possible fistula and we will keep her on antibiotics during that time. Certainly, if there is a prolonged leakage we will leave the catheter in longer until it is completely sealed over. There were no complications.¿ (B)(6) 2009: community hospital (B)(6). (B)(6), md. Pathology. Diagnosis: soft tissue and foreign body, removal: surgical mesh with adherent granulation tissue and acute inflammation, consistent with clinical history of infection. Specimens: infected mesh from abdomen. Gross description: ¿received in one container labeled sandlin and 'infected mesh from abd¿ is a wrinkled piece of firm yellow mesh, 13.5 x 6.5 x 1.4 cm. There are multiple metallic rings attached, as well as strands of stringy brown soft membranous tissue.¿ (B)(6) 2009: community hospitals (B)(6). (B)(6), md. Discharge summary. Admission diagnosis: erosion of abdominal wall mesh into bladder causing recurrent urinary tract infections. Hospital course: ¿the patient was taken to the operating room. The offending piece of mesh was easily identified. It had not incorporated at all. It was surrounded by some purulent fluid and poor quality granulation. It was easily removed. The bladder was repaired. A drain was placed. The patient did well postoperatively. She had no complications. She was started on a clear liquid diet which was rapidly advanced. She had resumed bowel function. She had excellent analgesia and was discharged in good condition on the second postoperative day.¿ to follow up on (B)(6). Relevant medical information: (B)(6) 2012: community imaging center (B)(6). (B)(6), md. Radiology. CT abdomen pelvis with contrast. Indication: abdominal pain, left upper quadrant and epigastric pain. Findings: ¿there is no evidence of significant bowel dilatation. The colon is nearly contracted. The colon at the level of the descending and sigmoid colon is mildly thickened and there is mild pericolonic inflammation. Please see series 2 image 116. This would suggest acute diverticulitis. There is a ventral hernia containing small bowel. This does not appear to be obstructing.¿ impression: ¿1. Findings suggestive of acute diverticulitis involving the junction of the descending and sigmoid colon. The wall is mildly thickened and there is pericolonic inflammation. This occurs amongst several diverticuli. No abscess or free air seen. 2. Ventral hernia containing small bowel near the umbilicus. No obstruction is seen. The mouth of this hernia is about 7.8 cm. 3. Nonobstructing 4 mm lower pole right renal stone.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic left inguinal and incisional hernia repair hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions to small intestine, inflammation, infection, adhesions, mesh erosion into the bladder, scarring, surgery to remove mesh, mesh detachment, wadded up mesh. Additional event specific information was not provided.